Event description:
An error message was reported with the adc device. A caller reported a ¿replace sensor¿ error message was received on the 9th day of the sensor wear. The customer experienced symptoms described as ¿confusion and slow reflections¿ and was unable to self-treat. A reading of 50 mg/dl was obtained on an unspecified device and the customer was provided sugar by a third party as a treatment and no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Sensor was unable to re-program. Sensor has been de-cased and batteries were replaced. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A caller reported a ¿replace sensor¿ error message was received on the 9th day of the sensor wear. The customer experienced symptoms described as ¿confusion and slow reflections¿ and was unable to self-treat. A reading of 50 mg/dl was obtained on an unspecified device and the customer was provided sugar by a third party as a treatment and no additional information was provided. There was no report of death or permanent impairment associated with this event.